Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: blurry vision. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): improper test method. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure that the customer's condition had improved - able to establish contact with customer who stated customer feels shaky but customer stated it is due to a medication she is taking for her stomach, not her diabetes. Also stated she feels nausea but it is because she is on ozempic. Customer feels a burning, tingling sensation on her hands and feet, related to her diabetes. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure that the customer's condition had improved - able to establish contact with customer who stated her symptoms improved but she was experiencing blurry vision. No medical intervention since the last call was reported. Note 3: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure that the customer's condition had improved - able to establish contact with customer who stated her condition remained the same and she was still experiencing diabetic symptoms. No medical intervention since the last call was reported. Note 4: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure that the customer's condition had improved - able to establish contact with customer who stated her condition remained the same and she was still experiencing diabetic symptoms. No medical intervention since the last call was reported. Note 5: manufacturer contacted customer in follow-up call to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error messages (e-2 and e-3). During the call, a blood test was performed by the customer fasting and produced test result of 229 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 09/30/2026 and open vial date is 2 days ago. The customer reported feeling shaky; medical attention was not needed at the time of the call.